Event description:
Dr was performing a total vaginal hysterectomy. She was using the force triad with the "ligasure impact" handpiece. After cauterizing/cutting, dr noticed that the pt sustained a burn on the pt's right labia tracking to the vagina.